Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inappropriate diagnosis of vt as svt was observed via remote transmission. The device did not initially deliver therapy. The patient was asymptomatic. Programming changes were made. The patient will continue to be monitored.